Manufacturer narrative:
No consequences or impact to patient. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
As reported by the area representative, during a flexible ureteroscopy with stone extraction, the physician went to pass the ncircle tipless stone extractor basket and noticed one of the wires of the basket was broken. A second ncircle tipless stone extractor was opened and used to complete the procedure. There was no portion of the device that detached. No additional procedures were required due to the device issue. As reported, there were no adverse effects to the patient.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use, specifications and quality control was performed. ,a visual inspection and functional testing of the returned device were also conducted during the investigation. One used ncircle tipless stone extractor was returned for evaluation. The device was returned with the handle in the open position and the basket formation was partially closed. The collet knob is tight and secure. The male luer lock adapter (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A functional test determined the handle actuates the basket formation to the open and closed positions. A visual examination noted the basket formation has one wire that has pulled out of the cannula; the remaining wires are secure, but asymmetrical. A kink was noted in the basket sheath 19.5 cm from the distal tip. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were identified during manufacturing. A review of complaint history revealed there have been no other complaints associated with this complaint device lot number 8079293. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.